Manufacturer narrative:
Device evaluation summary: test results from device manufacturing and DHR were reviewed. All components in question passed all functional testing in production and passed quality inspections. No anomalies associated with sterilization of product. No device failures are alleged. (B)(4).

Event description:
Envoy medical corp. (Emc) was notified on 10/23/2018 of an explant procedure, related to infection and skin breakdown/wound dehiscence. Patient has received a full-explant and successful ossicular chain reconstruction after experiencing infection and skin breakdown/dehiscence lateral to the implant site. No device deficiencies are alleged. Patient/clinical history with emc: on (B)(6) 2014: initial implant. On (B)(6) 2016: fitting. On (B)(6) 2017: fitting. On (B)(6) 2018: battery check. On (B)(6) 2018: battery change. On (B)(6) 2018: system explant.